Event description:
The laboratory has 2 bayer immuno I analyzers which perform immunoassays, fertility tests and cardiac markers. Due to the leap year date and the lis interface format utilized, the computer systems on these analyzers locked up rendering them inoperable. Testing was delayed approximately 3 hours while bayer assisted facility in by-passing the problem in order to perform testing on these analyzers. The lis download function was inactivated, the instruments were rebooted and became operable. Bayer is still working on fixing this problem but testing can be performed without the lis download.